Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii seal got stuck in the loading device and would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on may 19, 2010, for investigation. A device lot history review was performed, and there were no non-conformities that could be attributed to the reported failure mode. A supplemental report will be submitted when the investigation is completed. (B)(4).